Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the mac-loc was separated from the tubing, and that the shaft appeared to have been cut approximately 1.5 cm from the proximal end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter on an unspecified date in (B)(6) 2017. The patient returned to the emergency room on (B)(6) 2017 and reported that the head of the device broke off. The patient was returned the following day for explant and replacement of the catheter. The circumstances and handling conditions leading up to the event are not known. The device is expected to be returned to aid in the investigation.